Event description:
Alleged there was a patient fall. He stated when the nurse got to the room, the patient positioning monitor was alarming at the bed and the patient was on the floor. There were no injuries to the patient and the bed was a med surge unit. The facilities maintenance indicated he could not get the bed to set in exiting mode.

Manufacturer narrative:
Although the bed alarmed when the patient left the bed, the technician found the exiting mode was intermittent when trying to set it. Once the mode was set the bed alarmed properly. The facility indicated they would complete the repairs.